Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports the inside of the cheek/lip area (not the gums) is irritated because the #18 aligner is cracked and has sharp edge that are causing the scraping/cutting. Current upper and lower aligner #18. Dental history includes orthodontic braces, retainers, crowns (unsure of location) and has had prior root canal treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.